Event description:
Noticed foul smell of alcon optifree puremoist contact solution, was also causing eye irritation and that's why I checked the solution. Then opened a new bottle that was sealed with wrapper, bottle also has foul smell to it. Based on fellow consumer reports via reddit, this seems to be a widespread issue and no recall has occurred. I have both bottles and lot numbers. The problem stopped after use stopped. Reference report: mw5115485.